Event description:
The customer reported a motor error alarm during normal use. Troubleshooting was performed, and the customer stated that the insulin pump was exposed to an x-ray back in may. Also, found that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. The insulin pump passed displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.